Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Patient study on hdd was not archived to pacs. The investigation is in process.